Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting tool as well as blood and charred tissue was observed on the jaw as well as on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at both the base and tip of the hot jaw. The silicon insulation on both the hot and cold jaw was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it automatically activated as soon as power was turned on to the device and would not shut off when the toggle was released. An engineers evaluation was conducted. The handle was opened to examine the contents of the handle, there were no visual defects observed. Based on the engineers evaluation, there were no visual defects observed with the toggle handle and that the root cause is undeterminable for the reported failure because there were no nonconformities observed. Based on the returned condition of the device, the evaluation results, the reported failure "device remains activated" was confirmed as well as for the analyzed failure "material twisted/bent". The DHR shop floor paperwork.the vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhemopro. Customer states that the tip of the hemopro was inside the leg of the patient when it turned bright red. It was recognized that the on/off switch was not working and it was locked in the on position. The harvester then pulled the device from the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhemopro. Customer states that the tip of the hemopro was inside the leg of the patient when it turned bright red. It was recognized that the on/off switch was not working and it was locked in the on position. The harvester then pulled the device from the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.